Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler would not lay flat and the fowler gas cylinder was leaking. No pt involvement or adverse consequences are reported.